Event description:
Lens default[device failure, defect] case description: serious spont.report with locno=00-1258-s, case no=2000022925gb; a physician reported a pt, who had cataract previously and was aphakic and had a lens 720c, +21.5 diopters implanted in one eye. However, pt did not get the post-operative eyesight and refraction that was expeced. By day4 post operation, pt was -3.75 myopic. +21.5 diopters had been assessed as the right power for him and he reporter is questioning whether the lens was defective. The pt underwent further surgery to remove the lens and a +17 diopter lens was put instead. On 6/7/2000, the pt was 6.6 unaided and marginally hypermetropic. The reporter thinks that this hypermetropia is likely to settle in due course and that +17 diopters was the right choice of lens. The reporter wonders whether the lens was the correct operative power. He mentioned, however, that there is the possibility that he optometry machines were a fault resulting in f-p received 6/26/2000: the pt had congenital cataracts operated on when the pt was a teenager. The pt was left aphakic but with an intact capsule. The pt subsequently had a yag laser capsulotomy. In 2000pt received a ceeon lens 720, 21.5 dioptre in the sulcus. Biometry had been performed beforehand which suggested that the pt should have ended up -0.23 dioptres myopic. The consultant had entered the aphakic correction in the biometry machine before the measurements. Immediately post-operatively the pt could manage 6/18 unaided by rapidly became more myopic so that pt was down to count fingers. A refraction then showed a correction of -3.75 dioptresphere +2.0 dioptres cylinder. The pt was not happy with this result and the consultant took a second opinion and further readings were made on a different biometer with a different operator. These second readings suggested that a 22.5 dioptre lens was required. The consultant points out that this second reading is in the wrong direction and the question that arises is whether the lens implant was of a different strength from that stated on the label (ie the lens was wrongly packaged). Considering the original keratometry readings and the final refraction, the consultant decided to exchange the ceeon lens by putting in a 17 dioptre lens. This was performed on 6/6/2000 and 6/7/2000, in the morning, the pt was managing 6/6 unaided and was happy with the result. The consultant feels that it is very unlikely that the original lens implant was of the wrong strength and that is more likely that the biometry caused the problem despite the fact that it was performed on two different machines by two different operators. However, the pt feels that it would be reassuring to know that the lens implant itself was not the problem and the pt and the pt therefore returned the lens for testing. F-up 9/2000: results from investigation report showed that no production related cause could be identified by the MFR. The diopter of the lens was verified and was found according to specification. Batch records were reviewed and showed no deviations.

Event description:
A physician reported a pt who had cataract previously and was aphakic and had a lens 720c, +21.5 diopters implanted in one eye. However, pt did not get the post-operative eyesight and refraction that was expected. By day 4 post operation, pt was -3.75 myopic. +21.5 diopters had been assessed as the right power for pt and the reporter is questioning whether the lens was defective. The patient underwent further surgery to remove the lens and a +17 diopter lens was put instead. On 7 jun 2000, the patient was 6.6 unaided and marginally hypermetropic. The reporter thinks that this hypermetropia is likely to settle in due course and that +17 diopters was the right choice of lens. The reporter wonders whether the lens was of the correct operative power. Rptr mentioned, however, that there is the possibility that the optometry machines were at fault resulting in the wrong choice of lens. The lens will be returned and tested. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, manufacturer or product caused or contributed to the event.